Manufacturer narrative:
The customer reported that the kvm extender got overheated, causing the central nurse's station (cns) secondary display to go down while monitoring bedside patients. No harm was reported. Per the customer, the kvm extender got overheated and failed, causing the secondary screen to turn off. Powered down the unit and removed the kvm from the equation. No damage or injury resulted from the overheating component, the component simply stopped working. When powered the device back up, the secondary display did not come back on and the primary display would no longer boot into the cns application, giving a display resolution error. Attempted to change the resolution and the secondary display did not take the resolution change. Nk tech support: had him power down the cns and remove the cable for the secondary monitor. Powered up the cns with only the primary and was able to boot into the cns application. Had him power down the cns again and connect the secondary monitor from the screen directly to the cns in the vga slot. Once we powered up the cns again, both screens came up normally and the cns booted into the application. They will replace the kvm to get the remote displays back up at a later date. For now, all patients are being monitored as normal. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors: no models and serial numbers were provided. Kvm extender: no model and serial number was provided. Two remote displays: no models and serial numbers were provided.

Event description:
The customer reported that the kvm extender got overheated, causing the central nurse's station (cns) secondary display to go down while monitoring bedside patients. No harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 20, the biomedical engineer (bme) at (B)(6) hospital reported a kvm extender overheated and caused the secondary display on the central nurse's station (cns) (pu-621ra sn: (B)(6) to shut off. The bme powered down the unit and removed the kvm. Upon power up, the secondary display did not come back on and the primary display would not boot into the cns application, giving a resolution error. Service requested/performed: troubleshooting. Investigation summary: the root cause is determined to be failure of the kvm extender. Upon removal of the kvm and proper set up of the cns, the patient monitoring display was restored. The reported issue did not involve a deficiency of the cns. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 additional device information: d11 & c2: the following devices were being used in conjunction with the cns: bedside monitors: no models and serial numbers were provided. Kvm extender: no model and serial number was provided. Two remote displays: no models and serial numbers were provided. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The customer reported that the kvm extender got overheated, causing the central nurse's station (cns) secondary display to go down while monitoring bedside patients. No harm was reported.